Event description:
A device was used during an unknown procedure. There was a crack in the tip of the trocar when removed from the port site. The device was used to complete the case. There were no pt consequences.